Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient¿s healthcare provider took the patient off the pump because the pump ¿was unreliable¿. No details were provided, and troubleshooting could not be completed at the time of initial contact. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.